Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis coincident with extraneal therapy. In (B)(6) 2003, the subject began therapy with extraneal (unspecified formulation, container, and strength) (2000 ml every day, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, therapy with extraneal was discontinued (reason unspecified). On (B)(6) 2008, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The peritonitis was without septicaemia. That same day, the bacterial peritonitis was manifested by zweezy (not further specified). On (B)(6) 2008, empiric treatment with subcutaneous vancomycin (dose and frequency not reported) was started. On (B)(6) 2008, the zweezy resolved. On (B)(6) 2008, treatment with vancomycin ended. On (B)(6) 2008, the subject was discharged from the hospital. On (B)(6) 2008, the subject permanently transferred to hemodialysis (reason unspecified). The primary contributing factor to the event was failure to do exchange in clean environment. On (B)(6) 2008, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy and most likely due to doing exchanges in an unclean environment. An opinion of causality statement was not reported for the breach in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. If additional information or samples become available, a follow up report will be submitted